Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that an echocardiogram performed on (B)(6) 2019 observed immobile apical thrombus. The patient was not admitted at the time. It was later reported that the patient was admitted on (B)(6) 2019 after experiencing a syncopal episode at home. Head CT results were negative. Interrogation of implantable cardioverter-defibrillator (ICD) showed new onset of atrial fibrillation. This was treated with medication. The patient experienced ventricular pacing on (B)(6) 2019. Results of a repeat transesophageal echocardiogram (tte) were unclear. Patient was discharged on (B)(6) 2019 and prescribed 10 mg norvasc once a day for hypertension. Another echocardiogram was performed during a follow-up on (B)(6) 2019 and results showed resolution of thrombus. Complete blood count values were within normal limits and hypertension medication was changed to 12.5 mg coreg.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported event could not conclusively be established through this evaluation. It was reported that an echocardiogram performed on (B)(6) 2019 observed an immobile apical thrombus. The patient was not admitted at the time. The patient was later admitted on (B)(6) 2019 after experiencing a syncopal episode at home. A head computed tomography (CT) scan was performed that was reportedly negative. Interrogation of the patient¿s implantable cardioverter-defibrillator (ICD) reportedly demonstrated a new onset of atrial fibrillation that was treated with medication. It was reported that the patient experienced ventricular pacing. A transesophageal echocardiography (tee) was performed with unclear results. The patient was discharged on (B)(6) 2019 and prescribed a calcium channel blocker for hypertension. An echocardiogram was repeated during a follow-up visit on (B)(6) 2019 that reportedly demonstrated resolution of the immobile apical thrombus. Complete blood count values were reportedly within normal limits on (B)(6) 2019, and hypertension medication was changed to a beta blocker. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia, other neurological events (not stroke-related), and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia, neurologic dysfunction, and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This document also provides information regarding the recommended anticoagulation therapy and inr range.